Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A separate report will be filed for the bioprosthetic valve.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, due to a dissection flap of a biop rosthetic valve, the transcatheter biprosthetic valve dislodged ventricular at deployment causing a deep implant. Due to the deep implant, mild mitral regurgitation worsened to moderate-severe mitral regurgitation. An impella device was implanted. The impella device was removed and the patient remained stable. No adverse patient effects were reported.